Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Insulin pump received with a blank display anomaly due to cracked lcd glass. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.